Manufacturer narrative:
On 8-feb-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2021, mentor received additional information regarding the revision surgery. The patient underwent unilateral removal and replacement. On 27-dec-2021, mentor received additional information regarding the patient¿s information, symptoms, and replacement device. The weight of the patient is 170 lbs. The baker grade of the right-sided capsular contracture is grade IV. The replacement device is a 325cc mentor memorygel breast implant (catalog #: 3503254bc, right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jan-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.